Event description:
New information received notes that no patient symptoms were associated with the explant. The patient was stable after the case in the recovery room.

Event description:
It was reported that when the non-pacemaker dependent patient presented in-clinic, the device was unable to be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed in the laboratory. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.